Event description:
Validation key not working, keypad is defective. No sample will be returned. Device history record was reviewed but nothing linked to the reported event was observed. Device log was not provided therefore its review could not be performed. The reported device was not sent back to br¿zins for investigation but repairs was performed by the local service team. A video was provided and showed that the validation key was not functional therefore the keypad was replaced. However the defective part was not sent back for further investigation and the video does not provide sufficient evidence to confirm the origin of the defect, therefore the root cause remains unknown. Note, a CAPA was previously initiated for the defective keypad issue on the agilia range, but due to the part not being sent back for further investigation it cannot be directly linked to this event. To our knowledge no patient consequences have been reported. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.